Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customer was not properly removing residual air from the cartridge. Tandem customer technical support educated the customer on the proper load techniques. Customer replaced supplies as necessary and resumed insulin. There was no reported adverse impact to the customer¿s blood glucose level.